Event description:
The customer reported that their AED was displaying service code indicating battery voltage that may be related to incomplete self-tests and powering off. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED was displaying service code indicating battery voltage that may be related to incomplete self-tests. Little information was provided and the cause of the complaint cannot be determined. The maintenance schedule is not known. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu-1xx series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.